Manufacturer narrative:
(B)(4). Incorrect anatomy. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the whisper guide wire was being used to deliver an electrophysiology lead to an unspecified location in the venous system. There was some interaction with the whisper guide wire and the electrophysiology sheath. As a result, the whisper guide wire separated. Both segments were removed from the patient anatomy during removal of the sheath. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Because it was reported that the guide wire was used to deliver an electrophysiology lead to an unspecified location in the venous system, it should be noted that the whisper instruction for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the reviewed information, no product deficiency was identified.